Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30108659m number, and internal action was found during the review. Concomitant products: non biosense webster, inc. - st. Jude medical sl-2 transseptal sheath; non biosense webster, inc. ¿ st. Jude medical brk transseptal needle. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient in their mid-eighties underwent an atrial fibrillation (afib) ablation procedure with a navistar¿ ds electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, there was a drop-in patient¿s blood pressure. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 250 cc of fluid from the pericardium. Blood transfusion was also performed. The patient was reported to be in stable condition after pericardial drainage. The patient stayed overnight in the intensive care unit (ICU). Patient¿s outcome is fully recovered. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event (large patient). Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, the physician assumed the event occurred during the ablation. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with a st. Jude medical sl-2 transseptal sheath and a brk transseptal needle. A st. Jude medical sl-2 8fr sheath was used during the case. The generator was being used in temperature control mode wat the time of the injury, the settings included 60 watts, 55 degrees and 40 seconds. The impedance varied from 92-106 ohms. The total number of ablations done was 108. The patient received anticoagulant (unspecified) with an activated clotting time (act) range between 300-350 seconds.